Manufacturer narrative:
The insulin pump was received with a cracked end cap and a cracked case. No prime anomaly or reservoir alarm could be verified due to the cracked end cap.

Event description:
The customer called and reported he was having difficulty filling tubing, and there was damage on the insulin pump. Customer's blood glucose was 103 mg/dl. It was stated insulin was squirting out from the device. The bottom of the insulin pump was pushed out and protruding, near the drive support cap. There was no alarm indicating there was a compromised force sensor system. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.